Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/17/2015 with the following findings: the complaint about battery compartment damage could not be confirmed on investigation. Investigation did not find any damage to the battery compartment. Investigation revealed scratched pain on the battery compartment and damage to the cartridge compartment. Unrelated to the original complaint of casing damage, investigation revealed that the keypad was torn and there was contamination under all button contacts. Additionally, the display screen was dim.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.